Manufacturer narrative:
The manufacturer previously reported during the check-out procedure at the manufacturer's service center, a ventilator was alarming for check circuit and low inspiratory pressure. The device was not in patient use. The device's active exhalation control module needs to be replaced to address the issue. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator was alarming for check circuit and low inspiratory pressure. The device was not in patient use. The device's active exhalation control module needs to be replaced to address the issue.